Event description:
It was reported that during use of the bd connecta¿ stopcock the was leakage of IV fluids from the port of the bd connecta. The following information was provided by the initial reporter: lekage of IV fluids from the port of the bd connecta. Risk of patient not getting the correct drug dose.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8248610. Our records show that this is the third instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, based on the testing of the submitted device, our quality engineers were able to determine that the leak was originating from a cracked housing body. The characteristics of the damage were reviewed in conjunction with a review of the manufacturing line; our engineers were unable to identify in potential sources for the observed damage suggesting it occurred post-production. Unfortunately based on these findings, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd connecta¿ stopcock the was leakage of IV fluids from the port of the bd connecta. The following information was provided by the initial reporter: leakage of IV fluids from the port of the bd connecta. Risk of patient not getting the correct drug dose.